Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the system suddenly generated an alarm and rebooted repeatedly. When the system started up, it showed the error codes df13.01.040 and df13.99.130. No patient consequences reported.

Manufacturer narrative:
The provided log file and the affected device provided basis for the investigation. The logged error codes 13.01.040 and 13.99.130 at the reported time of event confirming a malfunction of the valve o2. The ventilator detected the malfunction and reacted as specified by initiating a warm start in an attempt to solve the issue. An audible alarm would be posted by the device and during the warm start the device will briefly power off and then back on (last approximately 8 seconds). During this time, an emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.